Manufacturer narrative:
H3: product analysis: evaluation determined that the device tool/blade was stuck in attachment/motor issue confirmed. The likely cause of the failure is due to distal bearing seized. It was also noted that foot was scratched, laser markings were illegible/faded, internal tube was corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during intra-operative procedure that the device tool/blade was stuck in attachment/motor. There was no patient impact reported. Additional information was received stating that distal bearing was seized were found during evaluation.